Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop event, as well as a driveline fault alarm. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files contained events from 28may2023 through 31jul2023, per the timestamps. A driveline fault alarm was captured throughout the entirety of the file. Additionally, the file captured a pump stop and low speed operation events on 28jul2023. According to the account, the patient was using a power module with an ungrounded patient cable at this time. These events were associated with low speed advisory and low speed hazard alarms, as well as low flow events. The pump regained speed on its own following the pump stop event and operated at or above the low speed limit for the remainder of the file. No other notable pump events or alarms were captured. Multiple attempts were made to obtain additional information from the customer; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2023. As of 24oct2023, the device was not returned for evaluation. The relevant sections of the device history records for (B)(6), the original driveline, serial number (B)(6), as well as the previous external driveline replacements, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) is rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Additionally, this document outlines all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events the heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event. Patient death is captured under MFR# 2916596-2023-07418.

Event description:
It was reported that the patient was on an ungrounded cable at the time of the events. Due to this, tech services stated that the short to shield may have matured into a phase to phase short with multiple damaged wires.

Manufacturer narrative:
The short to shield was originally reported under MFR 2916596-2019-05638; maturing MFR 2916596-2020-06453 driveline faults were also reported under MFR 2916596-2021-05056 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review concerning 3 pump stops on (B)(6) 2023. It was noted that the patient had a known short to shield. Log file review captured driveline fault events throughout the duration of the file in addition to a pump stop at 10:03pm on (B)(6) 2023. The patient was on an ungrounded cable at the time of the events. The patient cable had been replaced in (B)(6) 2022. X-rays of the driveline showed a couple of suspicious areas that would be internal or right inside the exit site. It was likely that a palliative route would be pursued for the patient.